Event description:
It was reported that console was unable to be used as the ready button could not be pressed even if the fiber is connected. The console was rebooted but still did not work, leading to the cancellation of the procedure. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
D3. Manufacturer email (B)(6). As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse replaced a faulty charger which resolved the issue. Based on the analysis results, the reported ready button unable to be pressed was confirmed as replacing the faulty charger resolved the issue. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that console was unable to be used as the ready button could not be pressed even if the fiber is connected. The console was rebooted but still did not work, leading to the cancellation of the procedure. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
(B)(6).